Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer had not addressed high bg at time of trouble shooting.